Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during removal of a dynamic hip screw (dhs) plate on (B)(6) 2022, screw thread of the screwdriver did not correspond to that of the material to be removed. There was great difficulty in removing the cervical screw and plate; the surgeon rotated the plate on the screw and created a cantilever. Procedure was completed with an unknown delay. This report is for an unknown dhs/dcs screw. This is report 2 of 2 for (B)(4).